Event description:
It was reported that a device was used during an unk procedure. It was reported by the affiliate that it was impossible to fire the tlc55. The firing knob would not move forward. There was no consequence to the pt.